Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor experienced an overinfusion. The infusion drugs were morphine (volume and concentration unknown) and nacl 0.9%. The infusión finished after 18 hours. This is 6 hours before the time expected (24 hours). There was no patient injury or medical intervention associated with this event. No additional information is available.